Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. The patient¿s blood glucose levels reportedly reached over 250 mg/dl. Patient reported the infusion site to have redness, extreme pain, swelling, purulent drainage and hard to touch. The patient was taken to the emergency room (ER) on (B)(6) 2025 and diagnosed with cellulitis. The patient was reportedly treated with antibiotics. The pod was reported removed prior to seeking medical attention as the patient reported having a wound at the pod site. The patient was released after approximately 5 hours in the emergency room.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone16.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The exact cause of the reported infection could not be determined.